Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the dislodged tip. A review of the device history record found no deviations that could have caused or contributed to the adhesive on the bending section cover (a-rubber) that had peeled off. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was mishandled or exposed to stress forces. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the customer¿s reported issue was confirmed. Service found the adhesive on the bending section cover (a-rubber) had peeled off. In addition, a leak was observed due to the damage at the distal end, and there was a hole/cut in the bending section cover. Some of the fibers were broken. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the tip of the distal end was "blown out", the plastic around it came off. There was no patient or user injury reported due to the event.